Event description:
(B)(4) it was reported that during a coronary artery treatment procedure a dissection occurred. The target lesion was located in the mid left anterior descending artery with 75% stenosis and was 10mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct stent implantation of a 3mm x 12mm taxus liberte stent. Post-dilatation was performed with 9% residual stenosis. A dissection occurred and a 3mm x 8mm taxus liberte stent was used to treat the dissection. No additional information is available.

Manufacturer narrative:
(B)(4): the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)